Event description:
It was reported that the patient was diabetic and experienced a severe infection with an inflatable penile prosthesis (ipp). The patient underwent a surgical procedure to have the device removed and indicated being afraid to have a reimplant.